Event description:
It was reported that the programmer froze two times during a device check, and it was "chirping." It was further noted that there had been a recent software upgrade. The programmer was taken out of service, replaced, and returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): initial assessment of the programmer confirmed the sounds and the error, however further bench testing found that the programmer boots to the desktop normally, and then the error and sounds could not be reproduced. It was also noted that the display screws, plugs and logo were missing and the speaker connector was damaged.